Event description:
It was reported that the customer had a high blood glucose and low blood glucose on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer also reported that he had a difficult for him to remove the set from his skins. The customer agree to talk to his doctor to see if prescription can be written for one. The patient was offered to transfer to helpline but declined.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.